Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 10 minutes: 555 mg/dl (system 1) and 129 mg/dl (system 2).